Event description:
A male, admitted for laparoscopic cholecystectomy. Or tech did not note piece missing - hard blue plastic .6mm x .5mm "v" shaped wedge- from the 5mm blue reposable trocar -reusable- when assembling the trocar system. The surgeon noted difficulty when placing the 5mm reposable trocar into the trocar sleeve -disposable- and when introducing into the abdomen. During the procedure it was noted that the reposable trocar end tip was irregular in shape. Upon further inspection the hard blue plastic .6mm x .5mm "v" shaped wedge was missing. A blue piece of plastic measuring 0.1mm was in the trocar sleeve and a piece measuring 0.4mm x 0.1m was found in the surgical field. The surgeon extended the trocar incision and inspected the surgical area. No further pieces seen. Patient taken to pacu and upon recovery from anesthesia the surgeon notified the patient and his mother of this event. This piece was inspected last by sterile processing in 2009 with no issues noted.